Event description:
It was reported that an asymptomatic patient was seen for induction testing. During the testing, the device did not convert the patient out of fibrillation. The physician suspected an output anomaly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received: device evaluation anticipated but not yet begun

Manufacturer narrative:
The anomaly observed in the field was verified in the laboratory. The hvli measurement from rv to can was high. The device was tested on the automated electrical test system and an abnormal behavior was detected. The device was opened for further analysis. An anomaly on one of the insulated-gate bipolar transistors (igbt) was identified. The hybrid subassembly was sent to an outside laboratory for further testing. The failure mode was lost during analysis. The component failure resulted in the observed high impedance measurement. The cause for the component anomaly remains undetermined due to loss of failure mode during the hybrid subassembly evaluation.